Event description:
It was reported that the customer is in the hospital with a blood glucose reading of 300 mg/dl. It was also stated that the customer had been experiencing problems with auto off and no delivery alarms. Unable to continue with the call as the caller had no hipaa authorization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.